Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: when opening the cortex screw box, still sealed, a bug was found inside it.

Manufacturer narrative:
Device used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.